Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin was leaking from the connector of one infusion set. And with a 2nd infusion set insulin was coming out the side of the adhesive patch. It was reported that both infusion sets were from the same lot.